Manufacturer narrative:
Citation: moscarella et al. Transcatheter valve-in-valve or valve-in-ring implantation with a novel balloon-expandable device in pa tients with bioprosthetic left side heart valves failure: 1-year follow-up from a multicenter experience. Int j cardiol. 2023 apr 1;376:35-45. Doi: 10.1016/j.ijcard.2023.01.017. Epub 2023 jan 16. Earliest date of publication used for date of event. Medtronic products referenced: evolut valve family. Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Literature was reviewed regarding transcatheter valve-in-valve or valve-in-ring implantation with a novel balloon-expandable device in patients with bioprosthetic left side heart valves failure. The study population included 97 patients who were predominantly female with a mean age of 68.8 years.  Of these patients, an undisclosed number were implanted with a medtronic a freestyle surgical valve, profile 3d annuloplasty ring or a bioprosthetic valve from the evolut family.  Among all medtronic surgical valve patients, adverse events included: structural valve dysfunction, and structural valve dysfunction resulting in mitral regurgitation.  Among all patients who underwent valve-in-valve or valve-in-ring procedures, adverse events included: mild paravalvular leak, myocardial infarction, arrhythmia requiring permanent pacemaker implant, stroke, bleeding or vascular complication, renal failure, need for second valve implant, rehospitalization and reintervention.  No further information pertaining to medtronic products was noted.